Manufacturer narrative:
Serial item number and full description ((B)(6)) 200-07-35 - advanced patella 35mm 3 peg implant. ((B)(6)) 02-022-45-4545 - truliant tib fit tray cem sz4.5f/4.5t. ((B)(6)) 02-022-51-4511 - truliant tib imp crc insert sz 4.5, 11mm. ((B)(6)) 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5. The product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (mdl: 3044) (ngg) (mmh) related case: (B)(4). It was reported that approximately 2 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, suffered from pain, swelling, and decreased range of motion. The implantation of the exactech device and subsequent revisions have caused personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses, and he will sustain future damages including but not limited to cost of medical care, rehabilitation, mental and emotional distress, and pain and suffering. Accordingly, plaintiff is seeking compensatory and special damages, including attorneys' fees and costs, and all other available remedies under the law. . No further issues or complications were reported. No additional information is available.